Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing), which occurred on the homechoice (hc) during peritoneal dialysis, dwell 3 of 4. The home patient (hp) was connected. The supply bag was empty and there was only solution in the heater bag. The patient line had been properly primed. Patient extensions were not in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The baxter technical services representative (tsr) explained the alarm and helped the hp to clear it by turning the hc off and on twice. The hp would finish therapy with a manual bag. Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of a system error 2240 could not be confirmed and the root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.